Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "breakage of 3.5 mm drill. Breakage occurred when the affected leg was rotated internally and externally to confirm the direction of the distal transverse stop drill."

Manufacturer narrative:
Please note the correction to h6 health impact code. The reported event could be confirmed since the device was returned for evaluation and matches the alleged event. The returned drill was visually inspected, in we can see that the drill is broken from the distal end, and the broken fragment was not returned for inspection. After a microscopic view, we can see nick marks on the cutting flutes caused by the usage of the device over time. The fracture surface indicates a brittle fracture, smooth and shining in nature, caused by the application of high tensile and torsional forces, also with wear and tear over the years. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the above investigation root cause can be attributed primarily to user related as breakage is caused by application of excessive torsional force, but wear and tear on the device can be also a contributor as device is manufactured in 2015 with around 10 years of usage. If further information is provided, the investigation report will be reassessed.

Event description:
As reported: "breakage of 3.5 mm drill breakage occurred when the affected leg was rotated internally and externally to confirm the direction of the distal transverse stop drill.".